Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report the patient's receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver's charging door and plastic winder iw damaged. A review of the data log did not find any errors related to the customer complaint. Functional testing was performed and there was no universal serial bus (usb) port recognized to run the test. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The reported event that the receiver ceased to function was confirmed through the interior inspection. The root cause was determined to be moisture damage.